Event description:
Additional information was received and indicated that high pacing lead impedance continues to be intermittently out of range. High pacing threshold was also observed. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information was received and indicated that the cause of the observation was not determined. No intervention was being planned due to patient condition. The patient will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.